Manufacturer narrative:
Concomitant medical products: addrl1, ipg implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing which caused the device to count events as atrial arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.